Event description:
Event: post implant stent placement to resolve endoleak. Case details: it was reported that two weeks post graft implant a stent was placed at the superior attachment system to resolve a type I endoleak. The pt's superior neck was reported to be tortuous.